Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: vw1004.15.10, lot number: 7789p12, release to warehouse date: 14.sept.2023, expiration date: na, supplier: (B)(4), manufacturing site: werk selzach. Three (3) kits of vet k-wire ø1 w/doub tip l150 sst 10u were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned devices. Visual analysis of the returned samples revealed that all thirty (30) wires of the vet k-wire ø1 w/doub tip l150 sst 10u (lot number: 7789p12) were bent across the middle section. With the provided information and the fact that the device was not returned with the original packaging, a root cause cannot be established for the observed condition of the wires. A dimensional inspection for the three (3) vet k-wire ø1 w/doub tip l150 sst 10u were unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vet k-wire ø1 w/doub tip l150 sst 10u would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1, a2, a3, a4, g4 - 510k#: device is a veterinary product. No patient information will be reported. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in sweden as follows: it was reported that it was noticed that the k-wires were bent upon receipt of the devices. The two parts of the plastic pipe have been pushed together so much that the k-wires have been compressed and bent. There was no patient or procedure involvement. This report is for one (1) vet k-wire ø1 w/doub tip l150 sst 10u. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. G4, 510k#: device is a veterinary product, no information is available. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.